Event description:
The customer complained that non-reproducible, higher and lower than expected vitros amon quality control results were obtained from non-ocd biorad qc fluids when using vitros amon reagents on a vitros 5600 integrated system. Amon lot 1014-0234-3758 biorad level 2 results: 113.2, 108.7, 121.45, 113.16 ¿mol/l vs baseline mean 87.2 ¿mol/l amon lot 1014-0237-5693 biorad level 2 results: 228.64, 105.913, 105.017, 111.625, 108.219 and 134.04 ¿mol/l vs baseline mean 87.2 ¿mol/l biorad level 3 results: 398.323, 30.96 ¿mol/l vs baseline mean 245 ¿mol/l biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4) and (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros amon quality control results were obtained from non-ocd biorad qc fluids when using vitros amon reagents on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. A review of historical amon qc performance demonstrated that the vitros 5600 integrated system was not operating as expected at the time of the event. Acceptable performance was obtained after ocd service actions were performed. The investigation found no evidence of a malfunction of the vitros amon reagents.